Event description:
It was reported the ventricular connector was broken and there was a hole on the face plate. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that there was evidence of a non-medtronic personnel disassembling and reassembling the device. Analysis also found that the atrial output connector had been loosened, and the ventricle output connector nut had been taken off. The battery contacts were not heat staked into the device. Analysis did confirm the customer comment, the ventricular output connector was broken and the keyboard was damaged with a hole in the window. It was also noted that the upper and lower case halves were broken, both bail covers, ring cover and lead flex cover were broken, both bails and ring were missing and both output connector nuts had been loosened.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.